Manufacturer narrative:
Results - the review of the manufacturing records verified that this lot met all pre-release specifications. No patient weight is available.

Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2013 to close an atrial septal defect. The defect measured 9.9 mm using stop flow. At a one week follow-up, the right atrial disc appeared perpendicular to the septum. On (B)(6) 2013 the device was removed and the defect was closed surgically. The patient was doing well following the procedure.